Manufacturer narrative:
Device is a combination product. A 38 x 4.00mm promus elite stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts in a lifted state. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a lesion in the proximal right coronary artery. A 38 x 4.00mm promus elite stent was placed using a guidewire and 6fr catheter that allowed the passage through the stenosis. The stent was advanced but it could not pass through the lesion due to its complexity, tortuosity and its calcification degree. The stent was removed cautiously and upon removal a damaged stent was noted. According to the user, the damage could have been caused by the difficulty crossing the lesion. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a lesion in the proximal right coronary artery. A 38 x 4.00mm promus elite stent was placed using a guidewire and 6fr catheter that allowed the passage through the stenosis. The stent was advanced but it could not pass through the lesion due to its complexity, tortuosity and its calcification degree. The stent was removed cautiously and upon removal a damaged stent was noted. According to the user, the damage could have been caused by the difficulty crossing the lesion. The procedure was successfully completed with a different device without issue or patient injury.